Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the product issue began on (B)(6) 2018 at 4 pm. The patient reported obtaining an alleged inaccurate high blood glucose reading of ¿435 mg/dl¿ with the subject meter compared to a result of ¿226 mg/dl¿ obtained with a freestyle sensor meter within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient informed the csr that she manages her diabetes with novorapid insulin which she self-adjusts and indicated that she normally administers 10 units of novorapid. She claimed that she increased her novorapid insulin dose by 2 units in response to the alleged issue. Approximately 2 hours after the alleged product issue occurred, the patient developed symptoms of ¿trembling, feeling sick and anguish¿. The patient informed the csr that she self-treated with bread, fruit juice, chocolate and some cake on (B)(6) at 6 pm. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and the patient had used an approved sample site to obtain the result. The patient followed the correct testing process, however she confirmed to the csr that the vial of test strips has been open more than 6 months. A replacement meter has been sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.